Manufacturer narrative:
The device evaluation has not yet been completed.

Event description:
It was reported that the handpiece became hot during a general endoscopic sinus surgery. The procedure was completed with back up equipment. There was no user or patient injury associated with this event.